Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed a false negative sars-cov2 igg result generated on the architect i2000sr processing module for one patient who is in a retirement home. The following data was provided: in (B)(6) the patient had a positive pcr test and negative with sars-cov2 igg with results of 1.02 index (s/c). On (B)(6) 2020 the patient was positive with sars-cov2 igg with results of 2.40 index (s/c). On (B)(6) 2020 the patient was negative with sars-cov2 igg with results of 0.89 index (s/c). The customer is inquiring that the reference range is reviewed and if there should be grayzone values.

Manufacturer narrative:
A typographical error was identified on 09/23/2020. Manufacturing site for devices-name/address has been corrected to match, abbott laboratories in (B)(4). The customer obtained negative results for a patient in a retirement home when testing was performed using architect sars-cov-2 igg reagent lot 18508fn00. The complaint investigation for false negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return patient samples were not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 18508fn00 was completed. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 18508fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 18508fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. In this case, no specific patient history was provided. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. This may explain the initial architect sars-cov2 igg negative result with a value 1.02 index, while a positive result was obtained with the pcr test in (B)(6) 2020. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. On (B)(6) 2020 the patient tested architect sars-cov-2 igg positive with a value of 2.40 index and later tested negative with a value of 0.89 index on (B)(6) 2020. The study, quan-xin long et al, "clinical and immunological assessment of asymptomatic sars-cov-2 infections", nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. For this case, the patient is most likely an early seroconversion. To assess the clinically performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. "Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019", medrxiv. Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 18508fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.